Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u46 from the analog pcb assembly. Specifically leg 7 of the ic chip was observed to be zero volts instead of 2.3 volts.

Event description:
The customer initially reported that their device was showing its service wrench icon. After an evaluation of the device, it was observed that the device was incapable of recognizing a shockable rhythm through the rhythm analysis. The device would not have the ability to deliver a defibrillation shock to a patient, if needed. There was no patient use associated with the reported issue.